Event description:
It was reported that after a software card change the programming of the implantable neurostimulator (ins) had been changed by interrogation from constant voltage to constant current. It was noted that reprogramming was required as a result of the event. It was noted that the issue was resolved. It was noted that there were no patient symptoms as a result of the event. It was noted that the patient status was unable to obtain at the time of the report. Additional information received reported that the manufacturer representative would get the software card in two days and ask further questions regarding the event at that time.

Event description:
Additional information reported the patient was doing well and was receiving effective therapy at the time of follow-up.

Manufacturer narrative:
Concomitant products: product ID: 8870bbr01a, serial# (B)(4), product type: software. Analysis of the software card found no anomaly. In order to attempt to duplicate the reported issue, the returned 8870 card was tested with a known good implantable neurostimulator. The ins was reset to factory conditions using the rx1 lab programmer and then programmed with an 8840 programmer using an older version 8870 card bbp01. The ins was then interrogated with an 8840 programmer using the returned bbr01 8870 card. No setting changes occurred. The amplitude remained in the constant voltage mode. Electrode impedance was also checked and functioned properly. The returned card was also checked for file errors and none were found. The session data files on the returned card were checked around the time of the reported event and none showed constant current mode or showed any indication of a change from constant voltage.

Manufacturer narrative:
(B)(4).